Manufacturer narrative:
The actual device was returned for evaluation. The device was evaluated, and the reported condition of the device stopped working and had no power was not confirmed. However, during evaluation, a visual and functional assessment was performed, and it was determined that the device did not stop working and it became warmer than usual while running. During service/repair, it was determined that there was foreign liquid inside the device. It was determined that the issues were consistent with improper cleaning. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during pre-surgery, it was discovered that the small battery drive device completely stopped working and had no power. During in-house engineering evaluation, it was observed that the device did not stop working and became warmer than usual while running. It was not reported if there were any delays to the surgical procedure or if a spare device was available. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.